Event description:
It was reported that a spectrum pump was constantly alarming for a "door not fully latched" message. There was no pt involvement. The event did not occur on or before first clinical use.

Manufacturer narrative:
MFR ref # (B)(4). The device was returned and evaluated by baxter. The unit was received inoperable due to "door not fully latched" alarm, confirming the reported symptom of "constant door not fully latched message". The alarm was caused by loose link screws (upper and lower). The screws were adjusted and the alarm was resolved, with the door performing as expected. As a result, the screws were replaced during the repair process.